Event description:
It was reported that a spectrum iq infusion pump had an issue of air in line and downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. During functional testing, downstream occlusion was not reproduced. A review of the event history log revealed downstream occlusion messages.the cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.